Event description:
After implantation, it was noted that fluid did not flow through the device. The device was removed on (B)(6) 2014. Doi is unknown. Further information would be provided as soon as jjkk received from the facility.

Manufacturer narrative:
No gtin number available. Upon completion of the investigation it was noted that the position of the cam when valve was received was 120mmh2o. The valve was visually inspected; a needle hole in the needle chamber was noted. No defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no defects were noted. The valve was dried. The valve was leak tested. A leak from the needle chamber was noted, due to the needle hole. The valve was tested for programming. The valve failed the test. It was noted that the cam had moved from 120mmh20 to 30mmh20 and then could not be programmed anymore. The valve was then pressure tested at 30mmh20, the valve failed the test. The valve was reflux tested. The valve passed the test. The valve was dismantled; biological debris was noted on the spring, on the spring pillar, on the cam mechanism, on the cam mechanism pillar and on the base plate. Review of the history device records confirmed the valve 82-3162, lot number clbbj0, was conformed to the specifications when released to stock on the 2nd february, 2010 the root cause for the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the cam and cam pillar and on the base plate. Trends will be monitored for this and similar complaints. At the present time this complaints is considered closed.

Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.